Event description:
It was reported that during a pre-use check, the customer found air leak in the anesthesia circuit. No patient injury was reported.

Manufacturer narrative:
The sample was visually inspected and no discrepancies detected. The circuit did not pass the leak test. No lot number was provided; therefore, device history record review could not be completed. Operator of device is unknown. Product information and 510(k) are unknown. No information is provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).